Manufacturer narrative:
Device eval by manufacturer? - it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the balloon burst. A 1.2mm x 12mm threader balloon catheter was selected for a procedure in the coronary artery. After crossing the lesion, dilatation was performed approximately three times. However, the pressure became unable to increase part way through and the balloon ruptured. The device was able to be removed from the patient without issue. The procedure was completed using a different device. There were no patient adverse effects.